Manufacturer narrative:
Siemens filed the initial MDR 2247117-2019-00094 on 30-oct-2019. Additional information: (27-nov-2019): siemens review of the instrument files (error log) determined that there were no mechanical issues that would have caused the discordant results. Siemens customer service engineer (cse) decontaminated the substrate line and the instrument. The cse reviewed the sample and reagent pipettor and the dual resolution diluter (drd) positions. The cse verified the condition of the co2 scrubber, the water and probe wash filters, and the sample and reagent probes and verified the dispense angle of the sample and reagent probes. After the cse performed the activities on the instrument, no further discordant results occurred on the instrument and the instrument is functional. The issue was resolved with normal troubleshooting. No further investigation is required. The device is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely elevated total human chorionic gonadotropin (hcg) test result was obtained for a single patient sample on an immulite 2000 instrument. A siemens customer service engineer (cse) went onsite to check the system. The cse determined that the water and substrate levels were ok and there was no dripping from the pipettors. Additionally, the instrument files were reviewed by siemens and indicated that there were no level sense issues for either the reagent or sample. Siemens is investigating the issue.

Event description:
The customer contacted the siemens customer care center (ccc) to report that a discordant, falsely elevated total human chorionic gonadotropin (hcg) result was obtained for a single patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The customer repeated the same sample on the same immulite 2000 instrument, resulting lower than the initial result and as expected. A corrected report was issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.